Event description:
It was reported that a user experienced difficulty attaching a connector to the device, as the connector would not turn; a second connector was tried and functioned as intended, and blood glucose remained unaffected. Symptoms included no reported clinical effects. Outcomes included no impact on daily activities or medical care. Investigation included troubleshooting and user education. Investigation of this case revealed that replacing the connector resolved the issue and normal operation was restored. It was concluded that the event involved a device component issue with the connector that did not result in adverse health effects.